Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
The pod was received fully deployed. A kink was observed at the end of the cannula. During fluid path testing, fluid was observed to divert from the fluid path through the kink at the tip of the cannula. The timing and cause of this damage is unknown. No damages or defects were observed that would contribute to the reported irritation at the infusion site. The formed needle was inspected under magnification, and no damages or defects were observed. The cause of the reported irritation at the infusion site could not be determined.